Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had a no delivery alarm and the customer experienced high blood glucose of 507 mg/dl. It was stated that the customer noticed the reservoir was empty, changed it and treated with the insulin pump. Troubleshooting was performed and they confirmed the settings were correct and the cannula was not bent. The device will not be returned for analysis.